Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, and the alleged issue was confirmed. Visual analysis did not find any exterior anomalies. The unit failed to flow as expected. Continued destructive analysis confirmed two improper solders on the battery flex circuit. The supplier investigated the nonconformance and reviewed proper soldering techniques with the operators and technician who performed the destructive analysis. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate.the pump was subsequently explanted.